Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using three proglide devices with a 7f sheath after a peripheral angiogram procedure. Reportedly, a cuff miss occurred with all three proglide devices. A surgical cutdown was performed and surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.